Event description:
It was reported that a patient underwent a recurrent hernia repair procedure and mesh was implanted. The patient experienced a recurrent hernia and underwent a reoperation on (B)(6) 2013. During the reoperation, the surgeon found some adhesions on the right, lateral side of the abdomen which were dissected with a scissor. After this the whole mesh could be pulled away from the abdominal wall. Entrapped within the mesh there was some stomach, omentum and the colon transversum. The mesh once wrapped around the colon transversum completely and adhered strongly to it. The surgeon removed the mesh without damaging the colon. Another mesh was placed to repair the hernia. Additional information was requested.

Manufacturer narrative:
Corrected information: in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: the actual device was returned for evaluation. The visual inspection of the actual implant shows the mesh which was obviously embedded in adipose tissue and not integrated into the abdominal wall. No double crown fixation with straps, as described in the event description, was observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gb8bdsa0; batch gb8bdsa1.